Event description:
It was reported that during central processing, the 8mm force bipolar instrument jaws snapped off post-procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reported event was confirmed to have occurred on (B)(6) 2024. There was no report or observation of fragments falling into the patient anatomy during the prior procedure in which the instrument was last used and no post-operative tests were performed to check for fragments. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There was no damage or abnormalities noted with the instrument during initial inspection prior to its use.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 0.183" x 0.661" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.